Event description:
As reported, approximately ten years post initial right tha, the female patient was brought back for right hip pain. X rays suggested osteolysis. The femur was dislocated. The femoral head removed. Stem checked and found to be well fixed. Attention turned to cup. Liner was removed with the help of a bone screw and chisel. Cup checked and found to be loose. Cup was removed. 20cc optecure was implanted and reverse reamed for compaction. A 52 mm competitor's cup with dual mobility was implanted with a 28+7 head. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Photos and x-rays received. The device is not available for evaluation due to patient kept implants.

Manufacturer narrative:
No device was returned for evaluation; photographs and radiographs of the device were provided; however, the reported event was unable to be confirmed. Based on the relative difference in the distance between the femoral head and the edge of the acetabular shell, there appears to be polyethylene wear of the liner in the direction of the applied load resulting in eccentric positioning of the prosthetic head within the acetabular cup and proximal migration of the femoral head. The generation of wear particles may have contributed to the reported particle-induced osteolysis. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from a combination of the risk factors specified in an hhe. The prosthesis wear/osteolysis was able to be confirmed from the provided radiographs and device images. The acetabular loosening could not be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.